Event description:
It was reported that an asymptomatic patient presented in clinic with multiple non sustained oversensing episodes. The implantable cardioverter defibrillator was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Oversensing was noted on stored electrocardiogram. Suggested programming changes were performed. Patient was stable.

Event description:
New information received on 02/06/2018 notes that there were additional episodes of post paced t wave oversensing. Patient was asymptomatic. Programming changes were recommended. Further information could not be obtained.